Event description:
As reported by the edwards sales representative, approximately six months post tavr procedure, echocardiogram (tee) showed the patient had severe mr with mild-moderate mac and +2 aortic paravalvular leak. In order to repair the mitral valve, the decision was made to remove the sapien valve as it was impossible to successfully do a robust mvr with the sapien valve placed 3-4 mm below the annular plane. During the surgery, the sapien was confirmed to have been placed in a perfect location in the annulus, although there was an easily noted paravalvular leak. The sapien valve was explanted, the native valve was removed in standard fashion and then the attention was directed to the mvr. Later, a standard avr was performed after the mvr. Per report, the physician noted that after the procedure the sapien valve was taken to the back table and was found to be in relatively good shape. The valve contained no calcification of the leaflets, the leaflets were good, the stent frame had a mild amount of thrombus on the frame and at the tissue covering the frame with a bit of organized thrombus (tissue/pannus) speckled about the frame randomly. The valve contained no structural problems. Additional information provided by the hospital valve coordinator showed the results of the echo (tee) that were performed prior to the explant of the sapien valve: tee ((B)(6) 2013) showed moderate paravalvular/periprosthetic regurgitation with two distinct jets. The larger jet is seen along the anterior aspect of the prosthesis and a smaller jet of mild-moderate severity is noted at about 5:00 in the short axis plane. The mitral valve findings indicated severe mitral regurgitation and evidence of prolapse. Tte on the same day ((B)(6) 2013) showed 3 jets of perivavlular regurgitation which amounts to at least moderate to severe perivalvular prosthetic regurgitation. There were normal gradients across the av prosthesis (peak gradient of 32 mmhg and mean gradient of 14 mmhg). There is moderate mitral regurgitation directed toward posterior wall and leaflet flattening. There is no pulmonary vein systolic blunting or reversal.

Manufacturer narrative:
The device was not returned for evaluation. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for the paravalvular leak cannot be confirmed; however, the removal of the sapien valve was related to the mitral valve repair and not related to a malfunction of the sapien valve as per the physician¿s assessment. It is possible that patient factors (native valve annular calcification) contributed to the moderate pvl. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.